Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) powered off shortly after powering on" was confirmed based on analysis of the archive data and functional testing. The customer did not report seeing any user advisory messages or fault codes. However, a review of the archive data revealed that the autopulse platform displayed fault code 16 (timeout moving to take-up position) multiple times around the reported event date. When there is no brake activation, the platform powers off shortly afterward, as per system design. Fault code 16 was replicated during functional testing performed at zoll. The root cause of the issue was a seized brake gap, due to rust, likely resulting from humidity. The review of the autopulse platform archive showed that the customer performed frequent daily checks, but the storage condition of the platform is not known. This type of brake gap corrosion is indicative of storing the device in a location with high ambient humidity. The customer is in mississippi, which is a high humidity location. Storing the platform in a less humid place and/or storing the device wrapped in a soft case (if available) could help prevent the brake gap from seizing. Visual inspection was performed and found no physical damage to the returned autopulse platform. During further inspection, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Archive data review showed multiple occurrences of fault code 16 (timeout moving to take-up position) around the customer's reported event date. The fault codes were followed by the autopulse platform powering off shortly afterward, confirming the reported complaint. Based on the archive data, there were no compressions delivered until the autopulse timed out after 2 minutes, as per system design. The time-out is expected if the user does not power off the platform manually. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up. There was no brake activation; therefore, the platform powered off shortly afterward, confirming the reported complaint. The brake assembly was seized causing the fault code 16 to occur. The brake gap was cleaned using ipa (isopropyl alcohol) to unseized, and it was adjusted to remedy the fault. Subsequently, the autopulse platform passed a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries for 15 minutes without any issues. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. The autopulse platform powered on, but it powered off shortly afterward. The customer tested the platform multiple times with several fully charged batteries, but the issue persisted. No further information was provided. The patient's status information was requested, but the customer did not provide a response.